Event description:
It was reported that the customer experienced an issue with the buttons on the insulin pump not responding. The customer's blood glucose was 140 mg/dl. The customer stated that the problem stated occurring two months prior. The customer stated that the insulin pump was not bumped, dropped or exposed to moisture. Advised customer to disconnect from the insulin pump and revert to a back-up plan. Advised customer how to receive a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.